Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe loss of dental bone structure, tooth mobility and gum recession. This event not reported within the required 30-days is covered by CAPA # (B)(4).

Event description:
The customer reported tooth mobility, bone loss and gum recession on teeth #24, #25 and #26 while wearing the aligners. Medical intervention was required and a gum graft was performed. Aligner treatment was not discontinued.